Manufacturer narrative:
H6: bent cartridge lockout tab. Endopath ets: based upon the inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to why the instrument's trigger reportedly "would not move" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut and formed the staples within design specification. It was concluded that the instrument was fully fucntional and conforming to design specifications. The experience the surgeon reported could not be repeated. The returned cartridge had a bent lockout tab on the pan which indicated that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged.

Event description:
It was reported the tsw35 was used during an esophageal resection. It was reported by the affiliate during the firing process the trigger would not move. Another device was opened to complete the case. There was no consequence to the pt.